Manufacturer narrative:
(B)(4). The veterinarian is sending in a piece of the suture and would like to know if it is a resorbable one or not as he is not sure if he used a resorbable suture or not. The veterinarian does not know the code or lot number, otherwise we were able to answer this question on our own.

Event description:
It was reported that a dog underwent a castration procedure on unknown date and the suture was used. It was also reported that the suture was not absorbed. The veterinarian is not sure if he used absorbable suture or not.